Manufacturer narrative:
It was reported that patient underwent mesh removal on 10/08/2009 due to apical mesh erosion, incomplete emptying of the bladder and multiple pelvic surgeries. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh, ams sparc, bard align, boston scientific obtryx, and coloplast aris were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent exploratory laparotomy, bso, lysis of adhesions, colposacral suspension, vaginal paravaginal repair and posterior repair on (B)(6) 2003 due to ovarian cyst and vaginal prolapse. (B)(4).

Manufacturer narrative:
Date sent to the FDA: 12/24/2015. It was reported that patient underwent excision of exposed mesh due to vaginal mesh erosion on (B)(6) 2010. It was reported that patient underwent excision of vaginal mesh due to vaginal mesh erosion on (B)(6) 2014. No additional information was provided.